Manufacturer narrative:
A ge representative evaluated the system and reseated the cpu board. The system operates as intended.

Event description:
It was reported that the system would not complete boot up. No pt injury was reported.